Manufacturer narrative:
Devoce not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter tried and not used due the physician perforating the urethra during the surgery. Only the accessory kit was opened. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated with additional information. Operator of device changed to health professional.

Event description:
It was reported the patient had his artificial urinary sphincter tried and not used due the physician perforating the urethra during the surgery. Only the accessory kit was opened. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that a bsc device, accessory or tool, did not cause or contribute to the perforation/injury that occurred during the aus implant surgery.